Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the original equipment manufacturer (OEM). The OEM performed a device history review for a six- month period prior to the incident since the manufacturing lot number was unknown. The review indicated no anomalies during manufacturing related to the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off. It is unknown if any device fragment fell inside the patient. There was no bleeding reported. The intended procedure was completed with the similar device. There was no patient injury reported.